Event description:
The customer received a blood glucose reading of 157 mg/dl from his contour meter and a reading of 90 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement strips and a new meter were sent to the customer.